Manufacturer narrative:
He main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported stimulation stopped on (B)(6) and they were in pain. The patient also experienced a loss of therapy. It was noted the implantable neurostimulator (ins) helped manage the pain but the pain never went away. The patient contacted a physician regarding their loss of stimulation who did preliminary work and "expected it to be done on my appointment." When the patient was asked about their pain never going away they stated their pain was unusual because they cracked a rib which seemed like a nerve or nerves were caught. The ins reduced the patient's pain, but their pain was constant, and at bedtime it was worse (level 10). The patient had to "run it at 8.6 most of the time and 5.4 at night lying so it stimulation helped me get some sleep. Prior to falling asleep I change my position so it's no longer going." The patient further reported the ins died on (B)(6) and the patient had an appointment with the physician on (B)(6). It was very difficult for the patient living with constant pain that reached level 10 every evening. Additional information received from the patient reported that she was told her device would last 9 years and it only lasted 3 years. The patient noted that the had to keep increasing the stimulation "to cover." The patient had her stimulation at 8.6 v and she was still not pain free. The patient had her device replaced with a new device on (B)(6) 2015. Symptoms reported included pain.

Event description:
Additional information as received from the patient that reported that the battery was replaced after 3 years due to running it high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.